Event description:
It was reported that the device had error lec b568. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log showed "downstream occlusion" and "upstream occlusion" alarm messages. Visual and functional tests were performed. The customer's problem was verified despite pump still functioning without problems. The downstream occlusion (dso) seal will be changed, and the air detector will be repaired.